Event description:
It was reported after insertion into the pt, the physician attached a syringe to the brk needle and tried to draw blood into the syringe to prevent air embolism. When he withdrew the plunger, air and blood entered the syringe. He exchanged the syringe and withdrew the plunger a few more times. Every time he did this, air and blood entered the syringe. The physician suspected an air leak in the needle. There were no reported consequences to the pt.

Manufacturer narrative:
We are awaiting device receipt. A f/u report will be submitted once the investigation has been completed. (B) (4). (B) (4).